Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported on (B)(6) 2014 at 6:48am she obtained an inaccurate high reading of ¿19.9 mmol/l (358 mg/dl)¿ with the subject meter. The patient manages her diabetes with insulin. In response to the elevated result, the patient claimed she took an increased dose of insulin (40 units of lantus and 12 units of novorapid). At approximately 11am that morning, the patient stated she began to feel shaky and sweaty; symptoms she associated with a low blood glucose. The patient mentioned testing her blood glucose and obtaining a result of ¿4.6 mmol/l¿ and then treating herself with juice and cookies. At the time of troubleshooting, the patient confirmed the test strips appeared in good condition and were not expired or opened past their discard date. The patient did not have control solution available to perform a control solution test. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (05/16/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.